Manufacturer narrative:
The hill-rom technician inspected the bed and all four siderails were operating properly.

Event description:
Customer alleged a pt was found on the floor. The customer assumed the pt fell out of the bed. Customer stated they thought the left intermediate siderail was down. No injuries were reported.